Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Date of implant is estimated.

Event description:
Related manufacturer report number: 1627487-2023-03540it was reported that both of the patient's ipg became inoperable after an unrelated procedure where the ipgs was placed into surgery mode. As a result, the patient underwent surgical intervention during which both ipgs were explanted and replaced with no complications.